Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (379 mg/dl) on (B)(6) 2025. During troubleshooting, the patient reported that they felt insulin around the site location to where they inserted their inset infusion set. Upon removal of the infusion set, the patient noticed that the infusion site was not attached to the body. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006031, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006031 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 6 on 07-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.